Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the customer feels that the unit is drifting a little. Carbon dioxide (co2) drifted 20 mmhg off, recalibrate and it goes back maybe to 40 mmhg off. The device was not changed out, as they compared values with a lab analyzer. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: the perfusionist (ccp) stated the blood parameter monitor (bpm) was calibrated with gas calibrator and the calibration was successful. On the initiation of cpb, the ccp observed that the partial pressure of oxygen (po2) was reading much higher than normal in the early minutes of cpb. The pco2 was being measured at 60/80 mmhg. An in-vivo recalibration was performed after the patient's temperature had stabilized and the first cardioplegic dose had been administered. The bpm pco2 measure was 20 mmhg higher than the lab analyzer. (B)(4). The bpm pco2 level was set to match the lab analyzer. After the first in-vivo recalibration, without any clinical changes that may have lead to a rising pco2, the pco2 again drifted upward. When a second in-vivo recalibration (compare to lab analyzer) was performed again the bpm measured the pco2 at 30-40mmhg higher than the lab analyzer. According to the ccp, the other bpm values agreed closely to lab values. The case was completed was completed successfully without delay and without associated blood loss. There was no harm observed or reported.